Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, balloon separation occurred. The 90% stenosed target lesion was located in the moderately tortuous left forearm shunt. A 4.00mm/1.5cm/140cm spcb flextome mr cutting balloon catheter was selected to treat the target lesion. During preparation, the physician attempted to remove the device from its protective hoop without withdrawing the inflation device/syringe to a full negative pressure . Resistance was encountered upon removal. Subsequently, it was noted that the shaft got stretched and the balloon part was separated. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure,balloon separation occurred. The 90% stenosed target lesion was located in the moderately tortuous left forearm shunt. A 4.00mm/1.5cm/140cm spcb flextome mr cutting balloon catheter was selected to treat the target lesion. During preparation, the physician attempted to remove the device from its protective hoop without withdrawing the inflation device/syringe to a full negative pressure . Resistance was encountered upon removal. Subsequently, it was noted that the shaft got stretched and the balloon part was separated. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the returned device revealed a complete balloon detach at the distal and proximal balloon bonds. The distal section of the inner lumen was stretched. The balloon had detached at approximately 141cm from the catheter strain relief and the outer lumen was kinked at this area also. During returned device analysis, the balloon protector was removed from the balloon with little resistance. A microscopic examination observed no damage to the balloon or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu instructs to: draw back on the syringe to its full volume deflating the balloon and drawing air bubbles into the syringe barrel; to make certain that all air is removed from the balloon, repeat step. Remove the peripheral cutting balloon device from its protective ring. Discard the protective ring. Using straight force (not a twisting motion), pull the protective sheath off the balloon." (B)(4).